Event description:
The surgeon implanted a collamer lens model cc4204bf and was split during insertion. The lens was removed withut pt injury. The facility stated it is unk as to what caused the lens damage. The model and lot numbers for the injector and cartridge are unk.

Manufacturer narrative:
Investigation is ongoing.